Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the foot pedal would not activate the catheter. The patient was undergoing thrombectomy in the right coronary artery (rca). While prepping an angiojet spiroflex catheter, it was noted that the catheter would not activate when the foot pedal of the angiojet ultra system console was pressed. No alarms were noted. Another spiroflex catheter was opened; however encountered the same issue. The procedure was completed with hand activation of the foot pedal utilizing the second catheter. No patient complications were reported.